Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited oversensing. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received, medwatch: mw5183693.